Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seals to be broken. The device was observed to have an lcd bleed, and downstream occlusion (dso) was contaminated by fluid ingression. The device?s event history log was reviewed for evidence of the reported problem, ?service due? Was found in the log. Functional testing was conducted. Upon review, the reported problem was duplicated. The real time clock (rtc) battery was replaced to address the issue. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Corrected data: health effects - clinical signs and symptoms or condition corrected.

Event description:
It was reported that the pump needs a battery repair. No patient involvement reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.